Event description:
Approx twelve pts developed abrasions to the front and back of lower heels which required debridement procedure. There have been no previous incidents reported at any other facilities. The MFR is trying to get in contact with the nurse in charge to determine specific usage and sizing issues. Labeling specifies appropriate measurements to be taken to assure proper size and fit.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.